Event description:
During expert in situ measurements fluctuations in impedances were seen when pressure was applied to the implant. Reimplantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, during expert in situ measurements fluctuations in impedances were seen when pressure was applied to the implant. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to the limited information received from the field in situ measurement show an increasing ground path impedance over time likely caused by bone growth over the reference electrode. Re-implantation is considered, but no date has been scheduled yet.